Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer shut down without prompt. The programmer is expected to be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis:analysis was not able to confirm the customer comment. There were errors in the update history, the touchscreen assembly was broken, the keyboard was broken, the keyboard slides were broken, the handles were broken. The part required (touchscreen) to restore functionality of the programmer was no longer available. The device was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service.